Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There were few additional findings based on the inspection report provided by the distributor. The customer allegation ¿linkage looseness¿ was not confirmed. Narrow band imaging (nbi) function failed. There was air/water flow issue from the air/water flow system. The control knob angulation works, but angulation was too loose or light and bending was problematic. When the angulation knob was released with angulation applied then the bending section does not return completely to normal position. The adhesive of the bending section cover was peeled and the bending section cover was damaged. The device was not returned to olympus. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The third party distributor on behalf of the customer reported to olympus that the colonovideoscope exhibited ¿linkage looseness¿. The issue occurred while the device was in use. The product was repaired at the local onsite. According to the inspection result provided to olympus, there was presence of foreign material inside the nozzle. This report is being submitted to capture the reportable malfunction identified in the inspection report provided by the third party distributor. There were no reports of patient harm associated with the event.